Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). D11: concomitant medical products: item#: 00770302000, z.s.g.m. Cutter 2:1 ratio caution: sharp, serial#: (B)(6). Item#: 00770301500, z.s.g.m. Cutter 1.5:1 ratio caution: sharp, serial#: (B)(6). The device history record and previous repair record for zimmer skin graft mesher serial number 06463 were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation. On 1 july 2019, it was reported that a mesher produced an incomplete mesh. The customer returned a zimmer skin graft mesher serial number: (B)(6) as well as 1.5:1 cutter serial number: (B)(6) and 2:1 cutter serial number: (B)(6) for evaluation. Evaluation of the mesher on 15 july 2019 and noted that the device was within calibration specifications and that the device produced a passing test mesh. The two returned cutters were also tested the same day and both produced incomplete meshes. Both of the cutters were deemed non-repairable. The mesher was then verified to be functioning and was returned the device was returned to the customer without further incident. The device was tested and inspected. Based on the information provided, the cause of the mesher producing incomplete cuts is due to the continuous use of cutters that have been deemed previously unable to produce a proper cut. During evaluation of the device, the service technician found that the mesher functioned as intended; however, the two returned cutters were found to have produced incomplete meshes. Both of the returned cutters were also found during the investigation to have produced incomplete meshes and deemed non-repairable. The instructions for use for the zimmer skin graft mesher (zimmer skin graft mesher instruction manual) states that a damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the unit had incomplete mesh. The event occurred during the meshing of a previously recovered cadaver donor skin. No adverse events have been reported as a result of this malfunction.